Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes - 59 mg/dl, 40 mg/dl, 90 mg/dl. No adverse events reported, replacing and returning test strips.